Event description:
The customer's daughter stated that the customer was hospitalized, due to hyperglycemia. The reported blood glucose reading was 580 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.